Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) contacted emergency medical services (ems) due to not feeling well. The patient subsequently lost consciousness while pulling into the emergency room (ER) and speaking with paramedics and did not regain consciousness. The patient was transported to a medical facility where device interrogation was performed. The interrogation revealed this ICD exhibited undersensing of ventricular fibrillation (vf). Technical services (ts) reviewed the data and determined the initial episode consisted of fine vf with signal amplitudes below the programmed rate cut off. Intermittent tall-short contributed to the undersensing, which resulted in inappropriate detection within the ventricular tachycardia (vt) zone. During the subsequent episode, the device detected tachyarrhythmia but did not consistently deliver therapy. Device logs documented that no therapy was delivered for multiple therapy attempts, with only one anti-tachycardia pacing (atp) and one shock delivered, despite the continued arrhythmia. Therapy attempts were exhausted while the arrhythmia persisted. It was suspected, but not confirmed, that a magnet may have been placed over the device. External defibrillation was reported to have terminated the arrhythmia. The patient was admitted to the intensive care unit (ICU) and experienced prolong oxygen deprivation. No additional adverse patient effects were reported. This ICD remains in service.